Manufacturer narrative:
(B)(4). Retainer ring = black, unit had blank display due to cracked case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Utilizing test case was able to boot up properly and download history files to confirm no unexpected power loss, charge battery alarm and failed battery alarms. Unit received with broken belt clip rails. The unit p-cap / test reservoir locks in place properly. Detailed trace analysis did not confirm power loss alarm, charge battery and failed battery alarms were triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes.

Event description:
Information received through medtronic indicates that the insulin pump had power loss alarm. Customer stated that they were able to clear an alarm and they were able to rewind of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.